Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that all returned reloads were partially fired. The clamping mechanisms were deformed. Functional testing found that the reloads were loaded into a representative handle, clamshell and adapter. The reload communication with the handle was verified and the reloads were recognized. The reloads were removed. The reloads were loaded into a representative instrument. The interlock was overridden and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. The interlocks of the reloads were tested and found to function properly. There was no reported condition to confirm. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p5e1119); egiaushort, egiaushort endogia ultra univ sht stap, (lot #p5e1119); egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p5h0817); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot #n5h1371y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracotomy procedure, three handles broke. Each affected device was replaced with a new device to resolve the issues. It was noted that the procedure was extended by more than one hour. Medtronic's initial evaluation of the incident device found that all the returned reloads were partially fired.